Event description:
It was reported that this right ventricular (rv) lead exhibited a lead fracture with intermittent or positional capture due to subclavian crush which was verified via x ray. In addition, this rv lead also exhibited high pacing threshold outputs and pacing impedance of more than 3000 ohms after impedance or threshold testing and arm movements were performed. This rv lead was explanted, replaced with a different lead in the left bundle branch placement and will not be returned. No additional adverse patient effects were reported.